Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported alarm sounds not clear. There was no reported patient involvement.

Manufacturer narrative:
(B)(4)